Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025, the patient experienced a major infection located at the pump pocket. The type of infection and the cause of the infection were unknown. Drug therapy was provided. The site considered the infection unlikely to be related to the device but could not rule it out. The patient was also hospitalized at this time and discharged on (B)(6) 2025.